Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by the patient not feeling well. On an unknown date, the patient experienced a colitis flare-up. The patient was treated with oral ciprofloxacin for colitis (dose and frequency not reported). While the patient had colitis, the patient had to frequently go to the bathroom during pd therapy and disconnect from the homechoice. On an unknown date, while the patient was reconnecting, the patient had a touch contamination and as a result acquired peritonitis. The patient was hospitalized and treated for the peritonitis with ancef intraperitoneally (ip) (dose and frequency not reported) and was discharged from the hospital. The patient experienced a reoccurrence of the peritonitis episode as the first antibiotic treatment did not resolve peritonitis. The patient was hospitalized again and then treated with ampicillin (ip, frequency and dose not reported) for the reoccurrence of peritonitis. On an unreported date, the patient recovered from reoccurring peritonitis and colitis flare-up and was discharged from the hospital. The patient was retrained on aseptic technique. The peritonitis was related to the patient¿s colitis flare up, which caused the patient to contaminate themselves while disconnecting and reconnecting to use the bathroom. No additional information is available.